Event description:
It was reported that a radiopaque marker detached from this introducer sheath in the renal pelvis during a nephrostomy procedure. No retrieval attempts were made. The physician felt the patient would pass the marker. Another unit was used to successfully complete the procedure without patient complications. The accustick sheath was returned, evaluated and retained by this manufacturer. The engineering evaluation indicated the radiopaque marker was detached and not returned for evaluation. The sheath was kinked approximately 5 millimeters and 35 millimeters below the hub. Microscopic evaluation indicated the original point of the radiopaque band attachment was located 6 centimeters from the distal tip and crimped indentations as well as the upper and lower edges of the band were noted. A single strip of damage was noted below the original marker placement. No other surface damage was noted. Based upon the condition of the device upon evaluation, kinks in the shaft, it appears user technique and/or patient anatomy may have contributed to this event. However, co cannot determine the exact cause for this event.